Event description:
Falsely depressed glucose results were obtained on qc and patient samples after calibration. When it was discovered that qc was out, samples were repeated and higher results were obtained. Patient results were reported to the physician and subsequently corrected. It is unknown if patient treatment was altered or prescribed on the basis of the initially falsely depressed glucose results. There was no report of adverse health consequences as a result of the falsely depressed glucose results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed glucose results is user error. The data indicates mis-hydration of the calibrators and the acceptance of a bad calibration. Patient samples were run following calibration but prior to running qc. The issue was resolved by proper hydration of an alternate set of calibrators, recalibration, and confirmation with qc. The instrument is performing within specifications. No further evaluation of the device is required.